Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and evaluated at the service center. Defects were found affecting the function of the device, this complaint is confirmed. Resistance values were out of specification, therefore the handcontrol set was replaced. The motor was found to be corroded, and has been replaced. There was a short circuit in the motor cable, and the motor cable was replaced. The root cause for the device needing repair is handcontrol resistance values out of specification, motor corrosion, and a short circuit in the motor cable, all likely caused by fluid ingress. The complaint device has been repaired, tested, and found to be fully functional. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the tornado shaver handpiece had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.